Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause of the stimulation coverage changing was a lead migration that was confirmed on imaging. Reprogramming was attempted to resolve the change in coverage but was not effective. The issues were not resolve at the time as the patient needed to be scheduled for a revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that when the healthcare provider (hcp) went in to evaluate the system, they discovered there was a loose connection at the lead and ins header but impedances were tested and found to be normal. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in a motor vehicle accident (mva) on (B)(6) 2017. Since the mva, the patient said their walking had been affected, their walking was robotic, not fluid and their pain increases. The patient said they decrease the setting from 3.5 to 2.7 sometimes as the stimulation affects their walking; however, when the pain increases they raise the setting back-up. The patient stated they had more pain on the right side, thighs and left leg. The patient said that since the mva, the stimulation coverage wasn't the same. The patient said that they weren't getting as much pain coverage and it was more on the left side. The patient said they couldn't get rid of the thigh pain and pain in their left leg. The patient stated that their current healthcare professional (hcp) thinks the leads have moved however the hcp hasn't performed further testing as workers' comp has not approved. The patient stated they did have an MRI the day after mva and hcp has reviewed that. The patient also mentioned that since the mva when they are lying down their body bends forward like they are doing a crunch. The patient said that this only happens when they are lying down, however, mentioned in the call that they were bent forward a little when walking. The patient said they didn't know how long the incidents occurred, however, the patient said they fall asleep in between occurrences. The patient said it was not painful, but rather awkward. The patient said that this would stop if they stand up. The patient said they didn't know if this happened when the stimulation was off as they used the stimulation 24/7. The patient also mentioned that since the mva they had become incontinent, they had bladder testing and they were told that it could be their spine. The patient was directed to follow-up with their healthcare professional (hcp) and noted they were seeing their hcp tomorrow. No further complications were reported.